Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reported the lead was fractured/damaged/broken. There was intermittent stimulation. One contact was out on 0-7 lead side of paddle and multiple contacts out on 8-15 side of paddle. There were multiple attempts done to clean contacts and tried suctioning out of the ports of the ins. A return of pain was noted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the reason for replacement was the pt was constantly going to the ER for increased pain due to her ins working intermittently. The rep clarified no physical damage was noted, however the connections to the ins were not working, several contacts are out. The cause of the intermittent stim, impedances was not determined. Pt had battery replacement to try and resolve since issues are persistent. The next thing is for patient to see a surgeon to have paddle lead replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a high impedance issue occurred. The impedance values for the lead were recorded as follows: 1: 4000, 2: 40000, 3: 40000, 4: 40000, 5: 37630, 6: 40000, 7: 40000, 8: 32080, 9: 32130, 10: 32080, 11: 40000, 12: 32130, 13: 32280, 14: 32080, 15: 31870. Troubleshooting was performed, which included attempts to program around the impedances, although it was noted to be nearly impossible. The issue remains ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.